Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer did not register as closed even though it was physically closed. As a result, medications could not be accessed during surgery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, after checking voltage it was determined that the controller board required replacement in drawer 6. A field service engineer (fse) replaced the controller board and rebooted the station and reconfigured the drawer on the station. Customer tested and verified functionality. The system functioned as intended after the field service engineer repaired the device.